Manufacturer narrative:
.

Event description:
Per the audiologist's report, the patient reported falling in 2007 (date not reported). The patient does not recall hitting her head. However, when she used her sound processor after that incident, the patient experienced a stinging sensation. Electrode impedance values were tested and were higher than they had been. The surgeon examined the patient and reported that the receiver/stimulator had moved. Revision surgery to move the receiver/stimulator was done the next month.